Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose level was came down to 219 mg/dl. The customer stated the other blood glucose level was 260 mg/dl, 280 mg/dl. Customer treated with insulin pump and insulin drip. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.